Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle was determined to be the result of the device not being reprocessed prior to returning the unit to olympus. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: the event occurred during preparation for an unknown procedure. The scope was replaced and procedure completed without delay of case. There was no patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, there was no air / water flow (okay once the nozzle was removed); however, there were no issues with the device capturing pictures (unable to duplicate issues with switch 1). The device evaluation found that the nozzle was clogged. Additional findings include the following: the angulation was low and not to specification, the plastic distal end cover had dent, and the bending section cover adhesive had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus endoscopic support specialist (ess) on behalf of the customer reported to olympus, the evis exera iii colonovideoscope was not capturing pictures, and the air / water was not working possibly due to a plugged channel. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.